Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: oozing (blood) from manta closure site approx 5 hours post procedure. Patient experienced "stroke like symptoms" post tavr procedure and manta deployment. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture was utilized to gain a lower positioned access in the right femoral artery. Vessel size was 10mm with mild posterior calcification and reported mild-moderate tortuosity in the bilateral iliac. Measured depth for the manta was 2.5.1cm and there were no issues advancing or withdrawing the procedural sheaths. Blood pressure was 110/38mmhg and was act 360 prior to valve deployment and protamine administration. IV heparin was also administered during the procedure. It is reported that the patient experienced slurred speech and lost the use of right sided extremities approximately 3 hours after procedure end. The physician stated that strokes are an infrequent side effect of tavr's, and that he doesn't see how the stroke could be related to the manta device. The initial closure at the end of the tavr procedure had immediate hemostasis. The physician mentioned that the patient was given thrombolytics to treat the possible stroke, and that the patient was bleeding from all his prior access sites, including the manta site (rfa). The patient was brought back to the cath lab for evaluation. Site was imaged and treated with two different peripheral balloons internally until hemostasis was achieved. The patient's current condition was reported as stable with improvement in their condition (as of (B)(6) 2023).

Event description:
It was reported that: oozing (blood) from manta closure site approx 5 hours post procedure. Patient experienced "stroke like symptoms" post tavr procedure and manta deployment. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture was utilized to gain a lower positioned access in the right femoral artery. Vessel size was 10mm with mild posterior calcification and reported mild-moderate tortuosity in the bilateral iliac. Measured depth for the manta was 2.5.1cm and there were no issues advancing or withdrawing the procedural sheaths. Blood pressure was 110/38mmhg and was act 360 prior to valve deployment and protamine administration. IV heparin was also administered during the procedure. It is reported that the patient experienced slurred speech and lost the use of right sided extremities approximately 3 hours after procedure end. The physician stated that strokes are an infrequent side effect of tavr's, and that he doesn't see how the stroke could be related to the manta device. The initial closure at the end of the tavr procedure had immediate hemostasis. The physician mentioned that the patient was given thrombolytics to treat the possible stroke, and that the patient was bleeding from all his prior access sites, including the manta site (rfa). The patient was brought back to the cath lab for evaluation. Site was imaged and treated with two different peripheral balloons internally until hemostasis was achieved. The patient's current condition was reported as stable with improvement in their condition (as of 5/1/2023).

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi and indicated a lower-positioned radiopaque lock. Extravasation is present in a vessel that appears to be laying over or under the manta lock. Extravasation does not appear to be coming from the manta radiopaque lock. Balloon inflation resolved the extravasation. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, lower-positioned access was gained utilizing micro puncture and ultrasound guidance. Prior to valve deployment activated clotting time (act) was 360, and heparin and protamine were administered. Arteriotomy was 10.0mm, mild posterior calcification, mild-moderate bilateral iliac tortuosity, with a depth measurement of 2.5cm + 1cm. No issues were encountered advancing and withdrawing the 14f expandable procedural sheaths. Following the tavr procedure, an 18f manta was deployed to the measured depth in the right common femoral artery (rcfa) and the total time to hemostasis was immediate. Approximately three hours post-procedure, the patient was experiencing slurred speech and loss of right-sided extremity stroke-like symptoms. Thrombolytics were administered to address the potential stroke, and the patient was bleeding from all his prior access sites including the manta site, and was transferred back to the cath lab for evaluation. The imagery was taken of the access site and balloon inflation was applied until hemostasis was achieved. Four days post-procedure the patient remained stable with improvement in their condition. There is believed to be no device failure as hemostasis was achieved at the access site at the time of the procedure; balloon inflation is a clinically accepted therapy to remediate the bleeding/oozing and does not indicate device failure. The physician mentioned strokes are a side-effect of tavr however infrequent, can still occur; and are not related to the use of the manta device. The root cause of the post-procedure rebleed (extravasation) is likely due to the combination of trauma endured while the patient was experiencing stroke symptoms, thrombolytics administered to address the stroke, and not manta related. The risk of hemostasis failure and access bleeding are recorded as adverse events in the IFU and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.